Event description:
It was reported that the plunger tube was broken. No patient injury was reported.

Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed a cracked top case and right plunger case. The plunger head was loose and rotated. The tamper seal was intact. An inspection was performed as part of the functional testing and the reported issue was duplicated. Both carriage screws were broken off from the carriage. The plunger tube and carriage were replaced. A service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown; no information has been provided to date.